Event description:
User reports a water leak coming from back of analyzer, due to waste line becoming disconnected from analyzer. No injuries were reported. No patient results were affected. The field service representative found waste tubing disconnected from back of analyzer, and reconnected waste tubing.